Manufacturer narrative:
Investigation: x-no sample returned x-review DHR *analysis and findings e-complaint (B)(4) *was the complaint confirmed? No process control documentation: prior releasing the product, qa performs an extensive review of the batch documentation. The review ensures that the product has been produced according to the established specifications and regulatory requirements. The reported lots/batches no.: 20370089 was released with no deviations. Manufacturing process: there were no deviations during the production the lot 20370089. All described steps were followed and documented accordingly. Corrective action: based on the available data, no corrective actions can be implemented for the filed complaints. Conclusion: batch and qc documentation were reviewed, and in-house experts were asked for opinion and assessment. Feedback from our embryologist: infections in commercial media are extremely rare and most commonly traceable to patients, procedures, or poor aseptic technique in the lab. I can't imagine it will be the g-tl any more than I expect our products to be the source. As our sterility testing is all fine and there are no other reports, I would make the following suggestions: · the lab will know how many patients are affected and whether they share specific features of their treatment; factors to be checked should include: o type of treatment o day of treatment o who carried out the procedures (including all minor details such as dish preparation). O products used in common for all affected cases. · for all affected cases, media showing infection should have culture and sensitivity performed to confirm the infection, its type and how it might be treated (if required); note that the testing lab must be informed of the fact that the samples tested contain antibiotics, specifically gentamicin sulfate for most media. · unopened bottles of each product should be retained for testing, should the screens implicate a specific product. · opened bottles should also be retained for comparison. · the lab should shift to using new batches of all products, where possible all of this should be routine for the ivf lab. Based on the available information and that no (0) other complaints have been registered with the same issue, it is concluded that the complaints filed by the customer were an isolated event as there are no records of any deviation or issues during the manufacturing of the product.

Event description:
Multiple reports on tips & pipette submitted by csi UK. Incident detail- they have had a lab infection. This is across multiple patients. They suspect that the most likely source is the gtl media from vl. This is based on one other report from a clinic katie knows. They need to however work through a process of elimination and will like to see if we have had any reports on the items listed, they are in common in the infected patients treatment cycles. I do not want to put proceed with a complaint as I do not see this as a complaint but an investigation, however, will take direction from you as to how it may best to capture the situation and also the specifics of the communication to the customer. Customer just wishes to know if any items from these lots have also been investigated for infection - no actual complaint here. Customer contact- (B)(6) laboratory manager (B)(6) 1216677-2021-00103 pvp 7percent 6xo-5ml art-4005-a e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Multiple reports on tips & pipette submitted by csi (B)(4). Incident detail- they have had a lab infection. This is across multiple patients. They suspect that the most likely source is the gtl media from vl. This is based on one other report from a clinic (B)(6) knows. They need to however work through a process of elimination and will like to see if we have had any reports on the items listed, they are in common in the infected patients treatment cycles. I do not want to put proceed with a complaint as I do not see this as a complaint but an investigation, however, will take direction from you as to how it may best to capture the situation and also the specifics of the communication to the customer. Customer just wishes to know if any items from these lots have also been investigated for infection - no actual complaint here. Customer contact- (B)(6). Pvp 7percent 6xo-5ml art-4005-a. E-complaint- (B)(4).